Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 assay result for a patient sample tested on the cobas c 503 analytical unit. The initial result was 123 u/l. The repeat results were 62.1 u/l and 58.4 u/l.

Manufacturer narrative:
The serial number of the analyzer is (B)(6) the investigation is ongoing.